Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.